Event description:
It was reported that the patient developed a pacemaker pocket infection. The device was implanted back in (B)(6) 2023 and healed well. In (B)(6) 2025, the patient presented to the hospital stating they observed ¿a white plastic looking piece protruding from the pocket¿. The patient presented to the hospital on (B)(6) 2025, for a device extraction. The pocket was slightly swollen and red, however there was no discharge. The hemocultures were negative and the patient felt well. Upon examination, the physician confirmed that the white piece of plastic protruding from the pocket was a suture sleeve from an old medtronic right ventricular lead. The pacemaker and leads were then extracted and discarded by the hospital. There is no allegation of malfunction on any products. The physician does not know why the suture sleeve protruded through the skin and caused the pocket infection. The pacemaker system was replaced with a leadless pacemaker. The patient¿s condition remained stable during and post procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).